Event description:
The consumer reported the controller of the heating pad melted causing burns to her skin below her neck and left side. She was using a pillow on the heating pad to keep the pad in place, using the heating pad in this manner is contrary to proper use instruction.